Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-02196. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads and ipg were explanted and replaced on (B)(6) 2019. Therapy has been restored postop.